Event description:
It was reported that this 65 y/o male patient left knee was revised due to poly wear. Poly was exchanged with no issues.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
Section h10: (h3) the revision reported may have been the result malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities, which led to polyethylene wear of the tibial insert. However, this cannot be confirmed as the device was not returned for evaluation and images/x-rays were unable to be obtained. Section h11: the following sections have corrected information: (h6) component code: 734, bearings.